Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 144-145 mg/dl.